Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the lead revision procedure on (B)(6) 2021 the lead was repositioned at its original location. Surgical intervention addressed the issue.

Event description:
It was reported the patients lead had migrated. Migration was confirmed via x-ray. Surgical intervention was undertaken on 5 mar to address the issue.